Event description:
A report was received that the patient had telemetry issues. It was determined that electrocautery was used during her back surgery. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4).

Manufacturer narrative:
Additional information was received that the patient's ipg would no longer turn on after a non device-related surgery. The patient will also have a possible lead replacement procedure.

Event description:
A report was received that the patient had telemetry issues. It was determined that electrocautery was used during her back surgery. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the patient's back surgery was not device related. It was for other reasons.

Event description:
A report was received that the patient had telemetry issues. It was determined that electrocautery was used during her back surgery. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)

Manufacturer narrative:
Additional information was received that the patient's ipg would not charge or function due to the patient having device turned on during her spinal fusion surgery. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had telemetry issues. It was determined that electrocautery was used during her back surgery. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).